Manufacturer narrative:
An event regarding stem fracture and periprosthetic fracture involving a restoration modular stem and body was reported. The event was confirmed. Method & results: not performed as the device was not returned for evaluation. A medical review was performed and concluded: ''fatigue fracture of rm stem quite likely caused by procedure-related suboptimal bone reconstruction at time of revision surgery in 2008 with secondary factors contributed by bone defect condition present already prior to revision surgery in 2008. No evidence for nor likelihood of device-related factors. Better and more x-rays are required to further unravel details of the failure scenario'' device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined based on the information provided. The medical review noted that ''fatigue fracture of rm stem quite likely caused by procedure-related suboptimal bone reconstruction at time of revision surgery in 2008 with secondary factors contributed by bone defect condition present already prior to revision surgery in 2008'' however additional x-rays and better quality images are required to determine the exact cause of the event. No further investigation is required at this time. If devices and / or additional information become available, this investigation will be reopened. Legal case.

Event description:
The following information was reported via legal correspondence: "(B)(6) 2012 - hip revision surgery. (B)(6) 2012 - the patient was sitting and when getting up she felt her leg not held herself , including pain to move it. With x-ray images the physician could conclude the hip prothesis was broken and a new surgery was necessary. (B)(6) 2013 - new surgery happened."